Event description:
On (B)(6) 2013, the reporter contacted animas to report that the pump and battery were hot to the touch. The reporter noted there was no damage or corrosion on the pump and the battery cap was secure. There was no patient injury associated with this issue. However, as the pump issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings:a review of the pump¿s history showed unusual fluctuations of the voltage on 08/24/2013. During testing, the pump powered on normally and was able to rewind, load, and prime successfully. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. The pump cover was removed and no evidence of loose components or moisture contamination identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.